Manufacturer narrative:
H6: investigation summary: bd received an 18 gauge insyte autoguard blood control IV catheter from lot 0016760 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut near the catheter tip, indicative of the needle piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify that the needle had pierced through the catheter and caused the tubing to appear bent. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autog bc global grn 18ga x 1.16in catheter split. The following information was provided by the initial reporter: description of the incident : during the insertion of the venous line, the needle pierces the patient's skin but the plastic part of the catheter splits in 2. The catheter cannot be inserted, it's removed and another one is used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc global grn 18ga x 1.16in catheter split. The following information was provided by the initial reporter: description of the incident : during the insertion of the venous line, the needle pierces the patient's skin but the plastic part of the catheter splits in 2. The catheter cannot be inserted, it's removed and another one is used.